Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. An additional suspect product was depo provera. The patient had a medical history of uterine fibroid, endometrial disorder and chronic cervicitis on (B)(6) 2021, endometrial ablation and menses irregular on (B)(6) 2021, diarrhea, genitourinary tract infection, pelvic pain and lower abdominal pain in 2014, dysmenorrhea and menorrhagia in 2013 and normal delivery (live child), abortion, parity 3 and multi gravida in 2012. Previously administered products included: cephalexin amel for allergy and depo-provera and baclofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3135 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient started depo provera at an unspecified dose and frequency. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis: uterus and cervix, hysterectomy - chronic cervicitis, no evidence of dysplasia or malignancy; weakly proliferative endometrium, no evidence of hyperplasia or carcinoma. Fallopian tube, bilateral, salpingectomy - unremarkable fallopian tubes. Gross examination: intact hysterectomy specimen with attached left fallopian tube and detached right fallopian tube, according to requisition; however, due to identification of peritoneal reflection, it appears the right fallopian tube is attached and left fallopian tube is detached. Appearance: tan to tan-pink, focally hemorrhagic and glistening with evidence of previous ablation. Adnexa: bilateral fallopian tubes present; two metal coils measuring 6.4 cm in length are grossly identified in cornus. Right fallopian tube: fallopian tube: 7.3 cm. Description: tan-pink to purple gray and serpiginous with attached fimbria. Left fallopian tube: fallopian tube: 6.0 cm. Description: tan-pink to purple gray and serpiginous with attached fimbria. [Ultrasound scan] on (B)(6) 2021: no adnexal masses. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: concomitant drug, reporter information, medical history, lab data, indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3300 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3300 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove sugery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.